Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed that the array was severed prior to receipt, in addition to sliced silicone overmold on the top and bottom covers. These anomalies are believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The failure of this device is attributed to an electrode short in the electrode pocket. A corrective action has been implemented. This version of the ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device? Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed that the array was severed prior to receipt, in addition to sliced silicone overmold on the top and bottom covers. These anomalies are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some electrical tests from being performed. The device passed the electrical and mechanical tests performed. The scanning electron microscopy analysis of the electrode pocket revealed minor surface corrosion of electrode wires. The failure of this device is attributed to an electrode short in the electrode pocket. A corrective action has been implemented. This version of the ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance. Revision surgery is scheduled.